Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the procedure room for drainage of a hematoma. The patient had developed an infection. The system was explanted. No other patient symptoms were reported.